Event description:
It was reported that the stent delivery system was stuck on the wire. A 6mm x 120mm eluvia drug-eluting vascular stent system was selected for an endovascular therapy procedure in the right femoral artery. A contralateral approach was used to access the distal chronic total occlusion (cto) lesion. The anatomy was moderately tortuous and mildly calcified. The lesion was pre-dilated with a 6mm balloon catheter. A non-bsc guide sheath and 0.014 inch non-bsc wire used. While deploying the stent, it seemed like the thumbwheel was rotating for an unusually long time and resistance was felt as though the shaft was kinked. It was suspected that the inner sheath became kinked and entwined with the non-bsc wire. Ultimately the eluvia stent was fully deployed. After deployment, the delivery system became stuck on the wire. Eventually the guidewire and delivery system were removed together. No damage to the stent was observed. The procedure was completed with no additional intervention required. No patient complications were reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014" guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. X-ray of the handle showed that the proximal inner is prolapsed. The stent was deployed and did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent delivery system was stuck on the wire. A 6mm x 120mm eluvia drug-eluting vascular stent system was selected for an endovascular therapy procedure in the right femoral artery. A contralateral approach was used to access the distal chronic total occlusion (cto) lesion. The anatomy was moderately tortuous and mildly calcified. The lesion was pre-dilated with a 6mm balloon catheter. A non-bsc guide sheath and 0.014 inch non-bsc wire used. While deploying the stent, it seemed like the thumbwheel was rotating for an unusually long time and resistance was felt as though the shaft was kinked. It was suspected that the inner sheath became kinked and entwined with the non-bsc wire. Ultimately the eluvia stent was fully deployed. After deployment, the delivery system became stuck on the wire. Eventually the guidewire and delivery system were removed together. No damage to the stent was observed. The procedure was completed with no additional intervention required. No patient complications were reported and the patient was in good condition post-procedure.